Event description:
Report received with returned product that device was explanted due to failure to infuse. Health care provider noted that on three occasions, the patient returned to the clinic and the full 18 cc's of drug was found in the pump reservoir. The device was explanted, replaced, and the suspect device was returned to the manufacturer for analysis.